Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms the data presented in the literature review article, "late onset metallosis after revision total knee arthroplasty with metal-backed patellar component in situ" indicates a patient underwent a revision surgery due to an extensive mass of metallosis. It stated that metallosis was in all the synovial layers, in the superficial bone around the patella and femur, as well as a broken insert and a groove in the femoral component. It is indicated that a radiograph showed significant abnormalities, which were not identified as metallosis. Also, a tc-99m bone scan revealed high uptake around the patellar component and synovial chondromatosis caused by mismatch of the metal-backed patellar component with the femoral component. However, to date the requested surgical reports and radiographs have not been provided. Without clinically relevant patient-specific supporting documentation a thorough medical investigation cannot be performed, and the patient outcome beyond that which is documented in the article cannot be confirmed. Therefore, no further clinical assessment is warranted at this time. Possible causes could include but not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported in the publication "late onset metallosis after revision total knee arthroplasty withmetal-backed patellar component in situ". Authors: laurens koonen, md, lotte duit-van den belt,md, kirsten veenstra, md & gijs van hellemondt, md. Department of orthopaedic surgery, sint maartenskliniek, ubbergen, gelderland, the netherlands. The authors of the study reported that a patient was revised to a cr tka (genesis, smith & nephew) in 2012. It was referring to the clinic due to progressive pain and a feeling of tightness around the knee. The radiograph of her first visit to the clinic showed significant abnormalities, which were not identified as metallosis. A tc-99m bone scan revealed high uptake around the patellar component and synovial chondromatosis caused by mismatch of the metal-backed patellar component with the femoral component. Revsion surgery was performed due to extensive mass of metallosis in all tsynovial layers and in the superficial bone around the patella and femur, a broken insert, and a groove in the femoral component.